Event description:
Information received by medtronic indicated that the insulin pump fell in toilet and received pump error alarm and critical pump error alarm. Customer stated that the insulin pump had crack on it. Customer stated that the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.